Manufacturer narrative:
Based upon the visual examination and the inquiry info received, it was concluded that the reported instrument "device jammed" was due to two inverted staples in the cartridge nose, and a broken cartridge nose weld. Co review each incident as it occurs in an effort to continuously improve co's products and process.

Event description:
The device was used during a laparoscopic hernia procedure. It was reported the surgeon had some successful firings of the ems, but then the device jammed. Another ems was opened and the procedure was completed. There was no consequence to the pt.